Event description:
In this event it is reported that profile. 04 ra 21mm 035 broke during use. Outcome is unknown as of this MDR and additional information has been requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: 15 profiles .04 ra 21mm 030 were returned (five instruments in loose + 5 unused files batch #1683478 + 5 unused files batch #1725581). The files in loose were analyzed. One of them is broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. The other files are without damage and without sign of use. Nothing unusual to report was found during dhrs review (batches #1683478 and #1725581). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.